Event description:
It was reported that the stent was stretched. A 38 x 2.50 promus premier¿ stent was selected. During preparation, it was noted that stent on the delivery system was stretched. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device tip. The stent of the device was severely stretched and distorted. This type of damage is consistent with the stent meeting a resistance combined with tensile force. A review of the stent crimp settings for the complaint device highlighted no abnormalities. The device stent protector was not received for analysis. The outer diameter (od) of the undamaged proximal portion of the stent was measured. Based on the specified stent protector profile and the measured crimped stent profile, there are no issues to note with the interaction between the 2 components. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues note with the device inner and markerbands. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was stretched. A 38 x 2.50 promus premier stent was selected. During preparation, it was noted that stent on the delivery system was stretched. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.